Event description:
A user complained that a curlin administration set was leaking from the filter. There was no pt injury.

Manufacturer narrative:
The returned device was evaluated and no leakage could be found. No conclusion could be made for this event. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 06/04/07 and a review of complaints. No pt injury.